Event description:
Caller reported occlusion alarms that resulted in the customer's blood glucose level exceeding 500 mg/dl, with the cgm reading "high." The customer addressed the high blood glucose by administering a correction bolus using the pump. To resolve the issue, the customer replaced the infusion set and cartridge and continued insulin therapy.